Event description:
It was reported that four (4) small volume infusors had fluid flow issues. The flow issues were described as, ¿the fluorouracil is not being released all the way¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between may 28-30, 2024. H11: the actual devices were not available; however, a photograph of an unused sample was provided for evaluation. Visual inspection showed the unused device (empty) contained inside the unopened product package; there are no issues identified and the photo would not represent the flow issues with the actual device in the event. There were no actual devices or photos of the actual devices; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.